Event description:
Reportedly, pt expired after an implant date of 2008 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk. Pt also had a 6900p 29mm valve, implanted in the mitral position on the same day. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.